Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the fg quantum maverick, mr 3.5mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 72.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of balloon material found no issues. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable.